Manufacturer narrative:
The complaint device was not returned. A different device serial number was returned instead, therefore investigation could not be completed. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported that the screen on quick bolus button was not responsive. The device turns on when plugged into a power source. There was no reported impact to the customer's blood glucose level.